Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore under the electrode with the skin peeled off. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised adjusting the equipment so the electrode doesn¿t sit on the wound. Follow up indicated that the wound improved.